Event description:
It is reported that the pt shows crp levels of 5 or 6; whereas a different pt that had a precoat stem tibia implanted instead of the tm only had crp levels of 1 or 2.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. No other complaints have been received in regard to high crp levels, stating concern for the tm components abilities to decrease the reproduction of bacterium. For this complaint, a definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.